Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP bipap and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber . There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously recieved information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP bipap and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber . There was no report of serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in tubing/chamber, black residue in water tray related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was one error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The manufacturer found damaged buttons on upper. In the initial report g3 was captured as "12-jul-2021" but it should be "09-nov-2021". Section e1 corrected, section h4 updated in this report.